Event description:
During a diagnostic cardiac angiogram, the high pressure tubing (hpt) became disconnected and sprayed contrast. The technician was sprayed "on the head" with contrast. The tubing was reconnected and the procedure was completed without any add'l problems. There was no harm or injury to the pt or clinician.